Event description:
It was reported that bd nexiva 22 ga x 1.00in sp with maxzero safety mechanism / needle disengagement difficult. It was reported by customer that if IV insertion is unsuccessful the needle has to be pulled out from the patient and is difficult to put the safety over the needle often requiring two hands but while also giving pressure to the IV site. It is awkward it increases risk of needlestick inj, rcc received a complaint via email. Product information: product code: 383552. Product description: catheter IV closed nexiva syst 22g and x 1in sp w/max zero bx/20 p84. Lot/serial #: unknown. Expiry date: unknown. Problem information product concern ticket number: (B)(4). Date of incident: on (B)(6) 2024. Concern description: if IV insertion is unsuccessful the needle has to be pulled out from the patient and is difficult to put the safety over the needle often requiring two hands but while also giving pressure to the IV site. It is awkward it increases risk of needlestick inj occurrences: 1 ea.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.